Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 250 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided. The customer declined to provide additional information regarding the issue.